Event description:
Received info regarding a cartridge alarm 19 during basal delivery. Customer's blood glucose was not impacted. Customer was able to load a new cartridge successfully and resume insulin delivery.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental report will be submitted.